Event description:
Event description: it was reported that: the guide catches in the shaft. No consequence or impact to patient. Additional information received on february 9, 2023 reporting the guidewire is stuck inside the delivery system.

Manufacturer narrative:
This report is being filed based on additional information received on february 9, 2023, reporting the guidewire is stuck inside the delivery system. Product is not expected to be returned due to the safari2 guidewire entrapment within the delivery system; however, the distributor did provide a report including their findings. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the distributor's evaluation, there are numerous bends (8.2 cm, 74 cm, 82cm, 86 cm, 91 cm) on the guidewire. Additionally, a kink was identified 147.3 cm from the proximal end, proximal to the guidewire lumen flush port. The dimension of the safari2 device from the proximal end to the kink location at the proximal flush port of abbott device measures .035". Further measurements were unable to be performed due to the as received condition of device. X-ray testing was performed and identified buckling/overlapped coils at the distal end of the guidewire, which is located within the radiopaque tip of the abbott flexnav delivery system. There was no mention of wire entrapment or kink/bend damaged to the guidewire in the information provided to date; therefore, the timing of the wire entrapment and damage cannot be determined. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2tm guidewire prior to withdrawing the wire. B. The safari2tm guidewire is pulled back completely into the catheter. C. The safari2tm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors have contributed to the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.